Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation reports, the sample was received with the threaded end of the instrument is broken, but all pieces still attached. Visual inspection noted the threaded end of the instrument was observed to have broken off at approximately the first full thread. The reported failure is indicative of improper tightening, excessive lateral force applied during screw insertion, or a combination of both. The technique guide explains how to load the screw properly onto the holding sleeve. It is unknown if excessive lateral force was applied during screw insertion. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is considered indeterminate for a manufacturing perspective.

Event description:
It was reported that during a posterior lumbar interbody fusion (plif) at l4, the threads on a holding sleeve broke while inserting the screw. Patient was unharmed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).